Manufacturer narrative:
The pump was unable to prime during prime alarm tests due to faulty force sensor resistor. The pump passed basic occlusion and displacement tests. There was no motor error alarms noted. The motor tested ok. The pump was unable to confirm basal anomaly due to prime anomaly. The pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received motor error alarm and had basal anomaly. The customer's blood glucose level was 142.2mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.